Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed, as the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible because the product was not returned for investigation. A review of the device history for the reported lot did not identify any abnormalities. No corrective actions are required at this time. A review of the labeling did not identify any abnormalities. No indications of material-related, manufacturing-related, or design-related issues were identified during the investigation. Failure of a total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. When a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information, such as the patient¿s clinical status, exact symptoms, range of motion, and the assessment of the treating physician, is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this critical information. Due to these limitations, statements regarding the patient, the procedure, or the device in relation to the cause of failure cannot be provided. More detailed information regarding the complaint event and the affected device is required in order to determine the root cause of the complaint event. If the device is returned or if additional information is provided, the investigation report will be reassessed.